Event description:
It was reported that this right atrial (ra) lead and ventricular markers were lining up and intrinsic amplitude was similar. Ra lead dislodged and fell on the ventricular septum, it was confirmed by a fluoroscopy. Ra lead was revised and positioned back to the atrium so remains in service. No additional adverse patient effects were reported.